Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago from date manufacturer was made aware.